Manufacturer narrative:
Additional information was received on 06-mar-2025. Event type is worsening of a pre-existing condition. The outcome is recovering/resolving. Intervention was medication. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31453657l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial, it was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulsetm catheter. Patient received an index cardiac ablation on (B)(6) 2025. On (B)(6) 2025, patient experienced "cardiac decompensation" categorized as moderate and serious defined by in patient / prolonged hospitalization with an admission date of (B)(6) 2025 and a discharge date of (B)(6) 2025. Relationship to study device is not related and relationship to the index study procedure is possible. The adverse event is expected/anticipated. The outcome is unknown. Intervention is unknown. There were no device deficiencies, chars or steam pops.

Manufacturer narrative:
Additional information was received on 22-dec-2025 which updated the outcome to resolved with an end date of (B)(6) 2025. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).